Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin continued to drip after the priming process was completed; the piston continued to move and insulin was squirting out. The patient's blood glucose at the time of incident was 13.1 mmol/l. Troubleshooting was initiated and the insulin pump passed the self test. There were no alarms on the insulin pump. However, the reservoir did not look straight on the infusion set. The reservoir was changed and the tubing was properly connected. The caller was advised that the insulin should not squirt out uncontrollably anymore. The functionality of the insulin pump was not confirmed while the caller was on the line, though. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump primed properly. The pump was received with a scratched case and a pillowing keypad overlay.